Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the camera turns. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a camera issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found to have camera instrument adapter defect. The 30-degree endoscope was placed through the friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and confirmed as binding. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The cable was found pulled out from cable overmold. The endoscope integrated connector was visually inspected and found with damage to the electrical contacts and/or circuit board. The complaint regarding camera turning was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of cable delamination is attributed to damage from mishandling/misuse, which may include improper handling of the cable during use or in reprocessing. The root cause of connector pad corrosion is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in damage and corrosion. The root cause of binding is attributed to component susceptibility to increased friction.